Manufacturer narrative:
The pump was received with operating currents within specification, and passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool showed abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with a scratched case, dog chew marks on the case, a cracked case behind the pump, near the battery compartment, a cracked select button keypad overlay, a scratched keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had short battery life. Customer's blood glucose at time of incident was unknown. The healthcare provider and sales rep has agreed that the pump should be replaced due to very short battery life. Customer has drained the internal battery before and restarted that but it not help. Customer stated they tried both the correct alkaline and lithium batteries and there is no difference in performance.